Manufacturer narrative:
Concomitant products: product ID dtbb1d1 device, implanted: (B)(6) 2016; 4470 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high threshold and the cardiac resynchronization therapy defibrillator (crt-d) quickly reached elective replacement indicator (eri) due to the high threshold. The crt-d and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.